Manufacturer narrative:
(B)(4). Approximate age of device ¿ 70 days. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018, that the patient was admitted into the hospital on (B)(6) 2017 with gastrointestinal bleed and mental status changes. The patient¿s hemoglobin was 5 g/dl and hematocrit was 18 percent. The patient received 3 units of blood. A capsule endoscopy, followed by a push enteroscopy was performed, and 3 arteriovenous malformations were cauterized. The patient was discharged to home on (B)(6) 2017.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas) however, a direct correlation between the returned pump and the patient¿s gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.